Event description:
The facility reports, after bathing the resident, a staff member rolled the patient onto her side to place a sling under when the side rail fell down. The resident fell out of the shower trolley and onto the floor, causing an abrasion on the right side of her temple.

Manufacturer narrative:
An arjo investigator inspected the unit and found scratches in the chassis, the fiberglass botton broken in the footboard area, and grooves in the fiberglass where the siderails hook. The unit looked old. The unit did not work properly except one siderail clip was broken. The other had been replaced previously. The manufacturer concludes the event was due to a lack of maintenance and using a damaged product. Based on the report and product description, it is obvious the product was in need of service/ technical check for quite some time. The lift operating and product care instructions state, "check all vital parts for corrosion/ damage." The manufacturer recommends retraining appropriate personnel regarding the instructions in the operating and product care instructions. The damaged and worn parts have been replaced.